Manufacturer narrative:
Patient ID:(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted into the patient on (B)(6) 2019. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); painful intercourse. Surgical interventions: on (B)(6) 2020 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: removal of exposed suburethral mesh. Nonsurgical treatments: on (B)(6) 2019 the patient commenced vagifem 10mg (applicators) for purpose: thicken vaginal wall, due to thinning, caused by menopause, and to assist with intercourse. Treatment duration: lifetime. On (B)(6) 2020 the patient commenced other (please specify): \yes\ " water based lubrication and coconut oil for lubrication" for purpose: to alleviate painful intercourse. Treatment duration: as long as sexually active.